Event description:
This was a left-sided cardiac lead extraction case conducted in the ep lab to extract a total of 4 leads (cpi-guidant 125 rv-180mths, sjm 1388 ra-180mths, mdt 5076 rv-120mths, sjm 1056 lv-84mths) due to noise on both ra and rv leads and previous lv lead malfunction. The patient was prepped with an arterial line, fluoroscopy and tee in use, blood and cvs available. Both the sjm 1388 and the mdt 5076 were prepped with a cook liberator. A byrd dilator was used to begin mechanical extraction, eventually switching to the 16f glidelight laser sheath to successfully extract both pacing leads. The cpi-gdt125 was prepped with a lld-ez and mechanical extraction resumed using the byrd dilator and again switching to the 16f glidelight laser sheath. Some snowplowing was encountered, but the md was able to control and advance the laser sheath beyond the svc coil. Some resistance was encountered while lasing over the proximal coil. The patient's abp declined, lasing was stopped and an effusion was noted. A pericardiocentesis was performed and drained approximately 200 ml. The patient began experiencing electromechanical dissociation. Fluids were increased, medication given and patient's blood pressure stabilized. The cvs had arrived and the decision was made to resume the extraction. The md pulled the laser sheath back approximately 1 cm to re-adjust and the patient's blood pressure dropped from 180 to 80. The cvs performed a sternotomy within 2 minutes of the pressure declining and found an approximate 2.5" tear from the svc to the ra just beyond the location of initial resistance during lasing. The patient received multiple units of blood, but unfortunately the tear was unable to be repaired and the patient expired.